Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a bile duct stent deployment procedure performed. According to the complainant, this advanix preloaded biliary stent and a flexima stent were deployed in the intrahepatic duct, procedure date unknown. Procedure was completed with no issues reported. On (B)(6) 2013, during removal of the advanix stent, the stent flap got stuck in the hepatic portal region. Physician tried to pull the stent with force and resulted in tearing of the stent. Broken fragments of the stent that remained inside was successfully retrieved with a snare. The flexima stent was also removed and the procedure was completed. There were no issues with the flexima stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Photos of the stent component were received and show that the stent is broken.

Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during a bile duct stent deployment procedure performed. According to the complainant, this advanix preloaded biliary stent and a flexima stent were deployed in the intrahepatic duct, procedure date unknown. Procedure was completed with no issues reported. On (B)(6) 2013, during removal of the advanix stent, the stent flap got stuck in the hepatic portal region. Physician tried to pull the stent with force and resulted in tearing of the stent. Broken fragments of the stent that remained inside was successfully retrieved with a snare. The flexima stent was also removed and the procedure was completed. There were no issues with the flexima stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Photos of the stent component were received and show that the stent is broken.

Manufacturer narrative:
Investigation found out that the stent was discolored, bent, and kinked in several locations. It was also torn and detached at approximately 14 cm from the distal end. The detached area was also stretched. The tear appeared consistent with those by snare during stent removal. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.